Event description:
It was reported that non-sustained vf episode was observed via remote transmission due to noise. Externalized conductor via fluoroscopy was observed. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.